Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the stem subsided after the primary surgery and dr. Rocco decided to revise the stem and subsequently the femoral head and neck as well. The head, neck and stem were replaced with a fixed neck, cemented stem an d a femoral head.